Event description:
It was reported that the atrial lead was found to have pulled back, and it was not possible to reposition the lead. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4092 implantable pacing lead - (B)(6) 2001. (B)(4).